Event description:
It was reported that during a lap adrenalectomy procedure, the device produced an error code and the tissue pad came off the second device. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The analysis results confirmed that device a was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process. The analysis results found that the device was returned with the blade scratched and cracked. The tissue pad was in good condition and present. The device was tested with a gen04 and a solid tone was noted. The device will stop activatin, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Due to the damage to the blade, it was confirmed that the device was non-functional. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade broke off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process. Device b batch e9eu2y. Mfg date: 03/08; exp date: 02/13.